Event description:
It was initially reported by the pt that she was having an explant of vns device as she was experiencing some pain. Pt underwent an explant surgery and the explanted products were returned to manufacturer for analysis. Analysis is currently in progress for the returned device. It was also indicated by the hospital nurse that there was a lead discontinuity observed in the operating room. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.